Event description:
Health care professional reports homepatient had cloudy effluent during automated peritoneal dialysis therapy using homechoice set. Health care professional states homepatient was diagnosed with peritonitis on 5/5/98 and treated with antibiotics. Homepatient was given ancef intraperitoneally for 21 days, as well as gentamicin. Follow up with health care professional reveals homepatient has responded to antibiotic treatment and has fully recovered from peritonitis episode.